Manufacturer narrative:
The suspect device was returned for evaluation. The device was found to leak fluid due to a crack in the stopcock. The crack likely occurred due to molded-in and residual stresses inherent to the device design from the manufacturing processes. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
It was reported that in the emergency department, while attempting to flush a kit in use on a patient due to backflow, a 10 ml syringe was used to inject saline solution into the tube and the blood collection port. As a result, a mixture of blood and saline solution sprayed from the syringe injection site and entered a staff member's eye. Tests confirmed that there was no bloodborne infection from the patient using the kit. The kit was replaced with a new one, which functioned without issue.